Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment of abdominal aortic aneurysm with endoprosthesis, a separation/fracture occurred. An equalizer occlusion balloon was advanced to the treatment site and inflated twice. During inflation the physician felt the tip of the equalizer balloon shifted ahead, the tip appeared to have become detached and made the procedure difficult. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was further reported the device was removed intact, nothing was left in the patient.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the catheter shaft for cosmetic defects was performed and none were found. The balloon was found to be torn/split near the distal bond. Both proximal and distal balloon bonds were examined and found to be within specification. The proximal bond measured at 3.10 mm and the distal bond measured at 2.07 mm. The distal tip of the catheter was inspected and no defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).